Event description:
Reported as "patient experiencing burning pain extending from pulse generator up the extension.

Manufacturer narrative:
H6, results - no device code available for pulse generator. Conclusions - primary finding of device analysis revealed no anomaly found with the device function. MFR was unable to duplicate the reported device failure.